Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site as there was gel present on the tube wall and in the samples and also there was a low sample volume. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol g3 elecsys e2g results from the cobas e 801 module. The initial result was <5 pg/ml with a data flag. The repeat results were <5 pg/ml with a data flag, 187 pg/ml, and 18.3 pg/ml. On (B)(6) 2023, the repeat results were <5 pg/ml with a data flag and 12.8 pg/ml. The result of 12.8 pg/ml fits the patient's clinical picture. On (B)(6) 2023, the field service engineer repeated the sample with results of 10.3 pg/ml, <5 pg/ml with a data flag, and <5 pg/ml with a data flag.